Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "pain in breasts, altered shape and hardening", "baker's contracture IV", "multiple folds and radial folds", and "small peri-implant liquid collections", confirmed via MRI. Device remains implanted.